Event description:
It was reported that during a laparoscopic colon procedure, during the first firing the device locked out and would not fire. The device was reloaded and fired which resulted in a full cut line and only a partial staple line. Another device and sutures were used to complete the procedure. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.